Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, capture thresholds were observed to be high on both the rv and lv leads. X-ray revealed lead dislodgment due to device migration. While repositioning the rv lead, helix would not extend. After several attempts, mechanism was free from the connector pin. The rv was then replaced. During this procedure, lv lead came out from the vein and could not be implanted again. Lv was later explanted and replaced. The ICD was repositioned and remains implanted. Patient was clinically stable after procedure with no further adverse events.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.